Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. Reportedly, the implantable lead had a vegetation issue. No additional adverse patient effects reported. The ra lead was explanted.